Event description:
It was reported that the arctic sun device did not cool under 28 degree. Per follow up information received via email on 26jul2024, device would be repaired in the hospital by crs. No patient involvement. Per sample evaluation results received via task on 16aug2024, device had filling issues.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. No water in the system, filling very slow and only liters were filled. Circulation pump needs to be replaced. Replaced circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.